Event description:
It was reported that balloon rupture and stent dislodgement occurred. The 75% stenosed target lesion was located in a moderately tortuous and non calcified mid and distal left anterior descending artery (lad). A 2.25mm x 12mm promus element¿ plus stent was advanced to the lesion. The stent delivery system (sds) balloon was first inflated for 5 seconds at 6 atmospheres however it was noted that there was a contrast medium leak from the balloon. It was suspected that the sds balloon was ruptured. When the device was withdrawn, the stent fell off in the mid lad. A 2.25x12 nc quantum apex balloon catheter was advanced to the mid lad and dilated the dislodged 2.25mm x 12mm promus element¿ plus stent against the vessel wall. A 2.25 x 12 non bsc stent was deployed in the distal lad and the procedure was completed. No patient complications were noted and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was not returned for analysis with the device. A visual and microscopic examination found that there was blood inside the balloon indicating there was a leak at the time of the procedure. The balloon cones profiles were reviewed and no issues were noted with the overall profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was no apparent damage to the balloon wall causing a leak through the balloon. The inner was broken at the bi-component bond. The bi-component break was visually evident and appeared as a 2.5mm separation in the inner during microscopic examination. There was evidence of stretching to the inner lumen indicating excessive tensile forces on the bi-component bond location. This type of a bond break would be the cause of the balloon being unable to inflate. On an attempt to inflate the balloon with this type of break would lead to contrast media leaking from the device. A visual and tactile examination of the mid-shaft section found no issues with its profile. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and stent dislodgement occurred. The 75% stenosed target lesion was located in a moderately tortuous and non calcified mid and distal left anterior descending artery (lad). A 2.25mm x 12mm promus element¿ plus stent was advanced to the lesion. The stent delivery system (sds) balloon was first inflated for 5 seconds at 6 atmospheres however it was noted that there was a contrast medium leak from the balloon. It was suspected that the sds balloon was ruptured. When the device was withdrawn, the stent fell off in the mid lad. A 2.25x12 nc quantum apex balloon catheter was advanced to the mid lad and dilated the dislodged 2.25mm x 12mm promus element¿ plus stent against the vessel wall. A 2.25 x 12 non bsc stent was deployed in the distal lad and the procedure was completed. No patient complications were noted and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).